Event description:
It was reported to boston scientific via an article published in the urologia journal that a study was conducted to carry out a real-world clinical practice study, verifying through prospective analysis whether the allium stent could resolve different types of ureteral pathologies, with strictures of different etiology and cases of urine leakage. This prospective observational study evaluated the effectiveness of the allium ureteral stent in treating various ureteral pathologies, including strictures of different origins and urine leakage, based on real-world clinical practice data from 2021 to 2022. Among 30 patients treated, only 10 experienced successful outcomes with primarily 8 cases of strictures and 2 for urine leakage. Surgical procedure performed antegrade or retrograde pyelography to locate the affected area in the ureter. Then a ureteral guidewire is passed through, and a uromax high pressure balloon catheter is introduced over the guidewire. The most common underlying condition was ureterointestinal stricture, followed by retroperitoneal fibrosis and ureterointestinal urine leakage. Notably, success rates were particularly low for ureterointestinal cases. However, the stent was significantly more effective in patients with ureteral urine leakage or intolerance to double-j stents. A common complication was urinary infection resulting to hospital admission within the first month post-implantation. This refers to second of the two reports that pertains to the sensor wire device used in the same patients and procedures.

Manufacturer narrative:
Block e1: initial reporter facility name department of (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jorge panach-navarrete - 2025. "Use of the allium stent for management of ureteral pathology: a real-world clinical practice study". Article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/03915603251341399 journals.sagepub.com/home/urj. April 24, 2025. Block h6: patient code e1906 captures the reportable event of infection. Patient code e2328 captures the reportable event ureter/urethra obstruction. Patient code e2402 captures the reportable event of distention. Impact code f19 captures the reportable event of surgical intervention.